Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the ptfe pad was partially separated. There was no problem with the prove and jaw. The probe damage error did not duplicate. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears and deforms, and the pad separates from the grasping section. In the course of separating, since the ptfe pad wore and became thin, the probe and grasping section were in contact with each other. Due to the contact during activating output, the error displayed. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). The description in the instruction manual is cited below. Dow no activate output for an extended period while the grasping section is closed without contacting tissue. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in abundance of caution.

Event description:
When the physician used the subject device during a laparoscopic procedure, the probe damage error displayed. The physician replaced the subject device with another device. The procedure was completed. There was no patient harm reported.